Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the device were not closing completely when they went to fire. There was no reported issue with the clip formation. They were able to use the device to complete the procedure. No patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.